Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose (bg) level was reported as high. Customer administered a pump bolus and manual injection to address bg. Reportedly, a new cartridge was loaded and insulin successfully resumed.